Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via psr (product surveillance registry) in regards to a patient who was being treated with compounded baclofen intrathecal (750 mcg/ml; 262.27 mcg/day; lot number unknown) and dilaudid intrathecal (1.0 mg/ml; 0.3497 mg/day) in simple continuous mode. The patient also had a ptm (personal therapy manager) and the pa (patient activated) dosing was enabled. The patient was allowed a maximum of 10 pa doses per day (each dose was 52.55 mcg of baclofen and 0.0701 mg of dilaudid administered over the course of 5 minutes). The patient's indication for pump use was non-malignant pain and failed back surgery syndrome. The patient's pump had been last changed on (B)(6) 2015 and examined on (B)(6) 2015. In addition to pump examination on (B)(6) 2015, the pump was also refilled. There were no dosing changes made on (B)(6) 2015. The patient experienced increased pain secondary to a low reservoir alarm. The pump low reservoir alarm occurred (B)(6) 2015 at 05:02 so the pump was refilled (B)(6) 2015. The outcome of this event was resolved without sequelae on (B)(6) 2015. The event was not related to the device or therapy, or procedure. The event was related to the intrathecal medication hydromorphone and baclofen. The low reservoir alarm was the result of a scheduling error. On (B)(6) 2015, the pump was interrogated and revealed the pump motor stalled. A motor stall occurred (B)(6) 2015 at 22:24 with motor stall recovery occurred (B)(6) 2015 22:09, motor stall occurred (B)(6) 2015 at 14:50. Device interrogation revealed a pump motor stall without recovery without an magnetic resonance imaging (MRI) performed. As a result, the pump was explanted and replaced on (B)(6) 2015. The outcome of the event was resolved without sequelae on (B)(6) 2015. The event was related to the device (pump) but not related to the implant procedure. The explanted pump was returned to the manufacturer. Additional information has been requested, but it was not available at the time of this report.. Additional information was received from a healthcare provider via psr (product surveillance registry) and it was reported the event was not related to the device or therapy or the implant procedure. The specific intrathecal drugs hydromorphone and baclofen were related. The drug action that caused the event was noted as "other" due to low reservoir.

Event description:
Additional information received from a healthcare provider (hcp) via psr indicated other medications the patient was taking at the time of the event was oxycodone ER, tizanidine, and oxycodone ir. The patient's pertinent medical history included back pain with leg pain, diabetic neuropathy, diabetes, low back surgery, depression, heart disease, hypertension, seizure disorder, cardiac valve surgery and an appendectomy.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study indicated the event was related to the device or therapy and drug and was not related to the implant procedure.